Event description:
Malfunction: aspiration not working. The facility biomedical engineer reported the system aspiration is not working. The system was switched out to complete the case. The case was delayed 20 minutes. Additional information received noted two handpieces were tried and both had low aspiration. No patient injury was reported.

Manufacturer narrative:
The company sales representative was onsite and performed troubleshooting with the system. The system was working fine. The customer canceled the service request. No samples were returned for evaluation. The root cause cannot be determined in this investigation. A review of complaints for this system for the last 24 months did not indicate any additional related complaints. (B) (4). (B) (4). (B) (4).